Manufacturer narrative:
The customer reported the device was discarded. Review of the device lot history record did not produce any findings relevant to this report.

Event description:
Device malfunction: unknown. Symptom/ae: access site hematoma. Time of symptom/ae: after closure procedure. It was reported that a physician attempted arteriotomy closure after an unspecified procedure. It's unknown if the physician was trained in the use of the starclose device. After the device was removed, the patient developed a puncture site hematoma of unknown size. Hemostasis was achieved with manual compression. There were no adverse patient sequelae. Though requested, no additional information was available.